Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: a striated broken on anterior and a striated opening on anterior. Based on the device analysis the final assessment is a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool, a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool, and a missing shell assessed as inconclusive. Additional, changed, and/or corrected data: a.4; g.1; h.3; h.6.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted and replaced.